Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "changing shape and deflating." The device remains implanted. This record relates to the right side.

Event description:
Patient reported "changing shape and deflating." The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on patch bond edge and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern of broken on patch bond edge assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported "changing shape and deflating." MRI and ultrasound found that the device was "routed". Healthcare professional later confirmed rupture and "painful and changed shape" the device has been explanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: changing shape and deflating.

Event description:
Patient reported "changing shape and deflating." The device remains implanted. This record relates to the right side.